Event description:
It was reported that a few months after implant, the patient had boils over the stimulator site. The patient picked at them and they became infected. The patient had to go to the emergency room to treat them. The specific treatment was not provided, however, it was reported that the patient was given a special soap for use at home.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4),implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4),implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).